Event description:
Anatomical prosthesis in progress. Installation of the metal back without major difficulty. For implantation by clipping the glenoid insert is impossible to place the product due to a clipping default. Cheking the metal back several times to eliminate any problems related to poor preparation before clipping. Direction of the implant placement respected (respect of the placement with the anterior tab in the right direction). Taking a second glenoid implant from the same batch and same problems. After many tests and verification of the good preparation of the metal back, a reverse prothesis is implanted even if it is not the indication initially planned by the doctor. No consequences for the patient. Good glenosphere placement in the metal back in place.